Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All buttons functioned properly. No damage in keypad assembly was noted. Inspected lcd connector and no unlocked connector was noted. The pump had a cracked case at the display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of having high blood glucose of over 400mg/dl and the pump alarmed motion sensor failure. Customer treated with a bolus. Troubleshooting found that the high pressure test failed on the first test and passed on the second test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.